Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips and philtral column with juvéderm volbella® xc. The patient experienced ¿micro-vascular occlusion¿ within hours after injection. ¿blanching¿ was noted on the injection site. The patient has significant ¿bruising¿ of the upper lips and perioral area. The skin is still pliable and is not necrotic. The patient was treated with hyaluronidase and again the following day. The event is ongoing.